Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance measurements as the lead was suspected to be fractured. The lead was surgically abandoned. No additional adverse patient effects were reported.